Event description:
The pt experienced a burning sensation around the ins and jolting sensation down into groin and into the foot this morning following a strenuous activity or exercise. It was noted that they moved on (B)(6) 2011. Nothing unusual occurred during the move. The pt turned the ins to the setting of 2.80 and the burning and jolting continued, especially when lying down. The pt then turned stimulation down to 0.00 and off. The pt was at home. Add'l info has been requested.

Manufacturer narrative:
(B)(4).